Event description:
Customer reported an air leak problem with an lma-proseal. It was originally reported that the tear was found during the cleaning of the device. Subsequent information provided by the user facility on 1/2002 indicated device was in use when the leak was discovered. The lma was immediately removed from the patient and replaced without any problems. There was no patient injury or problems. The user facility returned the lma for evaluation. The examination indicates that the lma-proseal has been returned in good condition with a slightly yellowed airway, drain tube and biteblock. The connector is lightly marked. The rear boot (posterior cuff) has visibly herniated and has ruptured on one side for a length of 1mm. It is probable that this occurred as a result of the mask being overinflated in the autoclave, after air or water was left in the mask during sterilization. The heat and vacuum of autoclave causes the air (or water) to expand, overinflating the mask until a component fails--in this case, the rear boot. It is essential that the mask is deflated immediately prior to sterilization or rupture of lma-proseal will occur. It is important to verify that all air is removed prior to placing in the autoclave. The device instruction manual clearly states the recommended method of preparation prior to steam autoclaving.